Event description:
It was reported that the patient with this lead underwent a lead revision procedure due to an unknown product performance anomaly. The patient reported having received a new device system. At this time, no additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.